Event description:
It was reported on (B)(6) 2016 by the patient that her voice sounded funny. The surgeon that saw her prior to her most recent generator replacement reportedly told her that her left larynx was " dead" and that the vns caused this to happen. The patient reported that the issue had been occurring for a long time and had been treating it with slippery elm, but the discontinued the treatment due to the cost and decided to live with the issue. Clarification was received that the patient did have left vocal cord paralysis that had most likely been present since her initial implant surgery in 2003. No further relevant information has been received to date.